Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag motor producing increased noise was confirmed via the provided video file, as an increased noise was heard from the motor while it was in use. The centrimag motor (serial number unknown) was not returned for analysis. Available information indicates that the issue resolved upon increasing the motor¿s set speed, and that the motor remains in use and will continue to be monitored. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a rattling noise was evident when purging the extracorporeal membrane oxygenation (ECMO) circuit. The console was turned off, back on, repositioned the centrifugal pump on the motor, but the noise continued. The rpm was increased, and the noise disappeared, the console and motor worked without any problem. The event was not related to the patient because the circuit was being primed. They had not yet started the patient on ECMO therapy. The equipment would be monitored and both motors would be checked. The motor was in use again and it worked normally, without any noise.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the centrimag motor producing increased noise was confirmed via the provided video file, as an increased noise was heard from the motor while it was in use. The centrimag motor (serial number (B)(6)) was not returned for analysis. Available information indicates that the issue resolved upon increasing the motor¿s set speed, and that the motor remains in use and will continue to be monitored. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.